Event description:
During transfer of pt out of tub, pt slid down on leg support of arjo tub receiving laceration to the right and injury to the vagina and rectum. Pt transferred to hospital for surgery.